Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user received the following error message "you may not have battery back-up." The device was not changed out, as the unit continued to function. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) walked customer through service screen. The customer noticed that power supply ii would say "fail" and "good" intermittently. Evaluation is in progress, but not yet concluded.